Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The explanted device was received at worldwide headquarters. Additional information has been requested from the field.

Manufacturer narrative:
Device investigation found damage on the conductive link between floating mass transducer (fmt) and implant demodulator, as it appears typical for having been caused during some surgery. Based on information received the fmt migrated and repositioning under local anesthesia was tried but not completed because it was too painful. It is stated that the recipient has otosclerosis, which might have contributed to the observed issue. Reportedly the patient had a combined revision and stapedotomy surgery. During the surgery the device was exchanged to ensure the functionality of the implant. The new device implanted is a vorp 503. This is a final report.

Event description:
The explanted device was received at headquarters. According to the device explantation report the device was explanted due to a medical problem (revision with stapedotomy) and a new device was reimplanted to ensure the functionality of the implant. The recipient has significant benefit from the new device.